Manufacturer narrative:
Investigation completed 3/27/17. Method: -DHR analysis. -trend analysis. The DHR review was completed for cam02 monitor serial number (B)(4). The DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Date of manufacture: 2014 ¿ jul. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. The complaint was reported as catheter failed; therefore, a review of cam02 monitor customer complaints was competed using the following key words ¿catheter failure¿ in the search criteria. The review encompassed dates 31-jan-16 to 22 -feb -17. A total of 157 complaints were reviewed of which 6 complaints contained the search criteria. Three is no linkage or trend that can be identified between the complaints identified as part of the complaint trending activities. Additionally, the review verified pr 161033 is the second complaint occurrence for serial number (B)(4). Rate of occurrence: during the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors was calculated as 26,866 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (6) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. Conclusion: product was not returned per the customer, ¿biomed department bought new cables and it is no longer an issue and/or complaint.¿ therefore, an investigation for cause was unable to be performed.

Event description:
Monitor showed a catheter failure error. There was no patient injury. Additional information has been requested.